Event description:
The customer reported the radical-7 was "getting off automatically even if the battery is fully charged." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other text: e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6)

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned radical-7 was evaluated. The device shut off and emitted a 10 beep watchdog alarm on power up due to a shorted u21 component failure on the instrument board. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6).

Event description:
The customer reported the radical-7 was "getting off automatically even if [the] battery is fully charged." There was no patient impact or consequence reported.